Manufacturer narrative:
No complaint was received with the return of the device. A failure event was observed during analysis. A partial lead connector portion was returned in one piece for analysis. Visual inspection of the lead found a full breached insulation degradation adjacent to the connector boot. Electrical testing did not find any indication of conductor fracture or internal shorts.

Event description:
This report is to advise of an event observed during analysis.